Event description:
It was reported that during a lobectomy procedure, there was a place that was not stapled, but was cut. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
.